Event description:
It was reported that the tubing occluded under the flow stop arm. The pump detected the occlusion and stopped infusing. The cassette was to infuse at 2ml/hr. The occlusion resulted in 13 hours of undelivered medication. The pump was disconnected from the patient and returned to the pharmacist. It was inspected and found bubbles in and around the flow stop arm. It is not clear if the bubbles contributed to the pump stopping due to the occlusion alarm, or if the patient's portacath line was occluded and caused the pump to alarm. No additional information provided.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.